Event description:
Dr. (b)(6) reported that a Silent Nite appliance has broken. Reportedly the device broke at the lower elastic attachment. The patient received the device on (b)(6)2026. The device broke on (b)(6)2026 and was reported on (b)(6)2026. No injury was reported.

Manufacturer narrative:
The device has been returned for analysis; however the investigation is ongoing. At the conclusion of the investigation a suplimental report will be submitted.Manufacturer reference: (b)(4)